Event description:
Complainant alleged that the clinician administered a 200 joule shock to a patient (age and gender unknown), but on the second 300 joule defibrillation attempt the device displayed a "cannot charge" message on the device screen. The medics then confirmed that the device was in manual mode, that the electrodes were in place, and that the lead select was on "e". The medics changed the device's battery and turned the device on/off without success in charging the defibrillator. The clinician was able to obtain another device to defibrillate the patient. There was no adverse effect on the patient as a result of the reported malfunctions.